Event description:
The customer reported that the evis exera iii bronchovideoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that the distal end plastic cover had a dent, the glue on the bending section cover was separated, the insertion tue insulation was near the threshold value, the switch box unit was broken and key top 1 on the switch was scratched, the universal cord had a wrinkle, the stopper on the control unit was worn and the up/down and right/left knob were both less than the specified value. Prior to evaluation, the subject device was sent to an independent laboratory for microbial testing. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the requirements. The customer provided information regarding the cleaning, sterilization, and disinfection (cds) practices performed at the user facility. Pre-cleaning involved aspiration of water through the instrument and suction channel. The air/water channel, auxiliary channel, balloon channel, and wire channels were flushed. Defer_ddn9 was used as the detergent during pre-cleaning. Manual cleaning involved brushing the instrument/suction channels, suction cylinder, instrument channel port, and balloon channel. During manual cleaning, a boston scientific brush (reference sbb382) was used with the ddn9 detergent. The scope was manually disinfected. The endoscope was stored vertically (cabinet eset 300). Olympus was used for maintenance and repair. Automated endoscope reprocessor (aer) was also tested but the customer was unable to provide the results and did not provide the name of the name of aer used onsite. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.